Manufacturer narrative:
Correction to d4: correct model and serial number updated. Correction to d10: correct model and serial number updated. Other relevant device(s) are: etlw1620c156ej, s/n#: (B)(6), use by date: 2024-10-19, upn #: 00643169268180, etlw1620c93ej, s/n#: (B)(6), use by date: 2024-08-18, upn #00643169268210. Additional information received: it was confirmed, that the stent graft that had the problem, while docking the delivery system was device model etlw1620c156ej/(B)(6). There is no alleged issues with the other grafts. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1620c124ej, serial/lot #: (B)(4), ubd: 01-dec-2024, UDI#: (B)(4) ; product ID: etlw1616c156ej, serial/lot #: (B)(4), ubd: 11-oct-2024, UDI#: (B)(4) ; product ID: etlw1616c93ej, serial/lot #: (B)(4), ubd: 03-oct-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during an unknown endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure, after the endurant leg was deployed and while docking the delivery system, the physician felt that the trigger could not be completely withdrawn and the delivery system did not move. When the position was changed by slightly rotating the slider, docking was possible as usual, so the procedure was completed without any problems. Per the physician the cause is undetermined. No additional clinical sequelae were reported and the patient is fine.